Manufacturer narrative:
Vyaire medical file identification:(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
It is reported to vyaire medical that the vela ventilator has a blown transducer. The customer confirmed there was no patient involvement.